Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with moderate calcification. While the pt was receiving dialysis 1 hr after deployment of angio-seal evolution, peripheral arterial obstruction was noted. An angiography revealed 100% occlusion around the punctured artery area. The pt underwent a thrombectomy with a fogarty catheter and distal perfusion was restored. It was also reported that the pt's platelet level was high. Additional info revealed while the physician was withdrawing the catheter, thrombus was found in the vessel. The physician removed the substance, stitched up the artery, and hemostasis was achieved. The pt was taken prescribed medications (type and dose unk).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.